Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio issues. The customer¿s blood glucose level was 107 mg/dl. The customer reported that he got a low alarm on the insulin pump screen but pump did not beep or vibrate. The customer reported that they had the insulin pump settings on vibrate and beep mode. Troubleshooting was performed and they did hear the differences between the two audio beep volumes (1 & 5). The customer reported that they performed the self test and the insulin pump did not vibrate during the vibrate test portion of the self test. The insulin pump will not be returned for analysis.